Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/17/2024, it was reported by a sales representative via email that eight ar-3636 knotless 1.8 fibertak sutures broke when doing the final tensioning. This made it harder to get more tension and untimely cut the sutures. The number two suture breaks right at the cannula. This was discovered during a procedure. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.